Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of aspiration occurred. An angiojet ultra xmi thrombectomy set catheter was selected for a thrombectomy procedure. During the procedure, while the device was inside the patient, the catheter started to work and then lost power on the pump. There was also water leaking from the pump. The catheter was replaced. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a xmi thrombectomy system. The device was bloody. The pump, effluent/supply line, shaft and tip were microscopically examined and visually inspected. Inspection found no damage or irregularities. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a loss of aspiration occurred. An angiojet® ultra xmi® thrombectomy set catheter was selected for a thrombectomy procedure. During the procedure, while the device was inside the patient, the catheter started to work and then lost power on the pump. There was also water leaking from the pump. The catheter was replaced. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was fine.